Event description:
On (B)(6) 2012, the patient was implanted with four gore® excluder® aaa endoprosthesis to treat an abdominal aortic aneurysm in addition to a left common iliac aneurysm. It was reported that on (B)(6) 2014, thrombosis intra-stentgraft was diagnosed. On (B)(6) 2014, there was a reintervention of mechanical thrombectomy of the right common femoral artery and right superficial femoral artery and stenting of the popliteal artery. Angioplasty was also performed. The gore® excluder® aaa endoprostheses in the right common femoral artery were affected by the thrombosis and treated. There was complete occlusion of the gore® excluder® aaa endoprostheses with a blood clot but there was no ischemic event. Treatment had good results and there were no further sequela. The patient tolerated the procedure.

Manufacturer narrative:
Additional devices implanted and/or related to this event: pxc201200/9947604, pxc141000/10044671, and pxt231414/9919182. The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to occlusion of device or native vessel.